Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, chronic kidney disease, dialysis, copd, stroke, diabetes, dyslipidemia, hypertension, peripheral artery disease, cardiac resynchronization therapy, pervious percutaneous intervention, myocardial infarction, cardiothoracic surgery, live cirrhosis, heart failure, clinical frailty 3-8, heart failure medication, degenerative mitral regurgitation, tricuspid regurgitation, mitral stenosis. Complications reported included death, heart failure, hospitalization, and mitral stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: the prognostic value of small psoas muscle area in patients undergoing mitral transcatheter edge-to-edge repair.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Article titled "the prognostic value of small psoas muscle area in patients undergoing mitral transcatheter edge-to-edge repair".

Event description:
The article "the prognostic value of small psoas muscle area in patients undergoing mitral transcatheter edge-to-edge repair" was reviewed. The article presented a single center retrospective study, to evaluate the association between psoas muscle area (PMA) measured by computed tomography (CT) as an index of sarcopenia, and clinical outcomes following mitral transcatheter edge-to-edge repair (m-teer) in high-risk patients. Devices mentioned include mitraclip. The article concluded that decreased PMA measured by preprocedural CT imaging in patients undergoing m-teer for mr was associated with adverse clinical outcomes. Small PMA can be a potential poor prognostic indicator in patients undergoing m-teer. [(B)(4)]. The time frame of the study was january 2019 and july 2023. A total of 214 patients were included in this study, of which all received an abbott device. Average age was 80 and majority sex was male. Comorbidities included atrial fibrillation, chronic kidney disease, dialysis, copd, stroke, diabetes, dyslipidemia, hypertension, peripheral artery disease, cardiac resynchronization therapy, pervious percutaneous intervention, myocardial infarction, cardiothoracic surgery, live cirrhosis, heart failure, clinical frailty 3-8, heart failure medication, degenerative mitral regurgitation, tricuspid regurgitation, mitral stenosis. Peri and post-procedural complications included death, heart failure hospitalization, mitral stenosis.